Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7114490/7117037.

Event description:
It was reported that the patient was having difficulty charging the ipg. During the procedure the physician was going to add a second lead but accidentally pulled out the lead that did not migrate. After attempting for almost an hour to drive new leads, he was unable due to scar tissue and ending up doing a full system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.